Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with pocket stimulation. Upon interrogation, the pacemaker exhibited back-up vvi operation. A device download was performed successfully. Patient would continue to be followed-up normally.